Event description:
It was reported the monitor was not switching on. No patient involvement reported at this time.

Manufacturer narrative:
Remote support from the customer care solution center was received. The device was evaluated by an authorized service provider (asp). It was determined that this was a malfunction of the ac power module, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was a malfunction of the ac power module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The ac power module was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.